Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, periodontal disease, sinus perforation, infection, abscess, inflammation, and mobility.